Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 175mg/dl at the time of incident. Customer stated that the insulin pump buttons were not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. Pump error alarmed during self test and confirmed in pump history with variable (003) due broken trace at keypad assembly. Unit received with intermittent buttons, problem isolated to keypad assembly. No stuck button alarms noted. Unit received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.